Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that the service led of their device illuminated and a burning smell came from the device during inspection. Upon initial evaluation by the service agent, it was observed that the device would not deliver defibrillation shock and displayed "abnormal energy" messages. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the biphasic pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control product analysis center (pac) further evaluated the removed pcb assembly and observed that the part was electrically overstressed, further root cause could not be determined. The cause of the reported issue was determined to be due an electrically damaged biphasic pcb assembly.

Event description:
A customer contacted physio-control to report that the service led of their device illuminated and a burning smell came from the device during inspection. Upon initial evaluation by the service agent, it was observed that the device would not deliver defibrillation shock and displayed "abnormal energy" messages. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.